Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/24/2024, it was reported by a patient via phone that after undergoing a distal femur osteotomy on (B)(6) 2023 one of the six implanted screws broke. This was discovered 3 1/2 months post-op in an x-ray. On (B)(6) 2023, when this procedure took place, an ar-13280-60 cancelleous screw, an ar-13380-54 cortical screw, an ar-13280-60 cancelleous screw, an ar-13380-50 cortical screw, an ar-13280-65 cancelleous screw, and an ar-13380-46 cancelleous screw were implanted. It has not been confirmed which screw broke. A post-op x-ray was taken 2 months post-op where everything looked good; however, the x-ray taken 3 1/2 months post showed a broken screw that had partially made its way. The integrity of the healing bone will determine when a revision will be taking place. Additional information was provided by the patient where he stated that a test had been run to confirm there were no deficiencies with his health that would cause this failure. The patient will be undergoing a revision surgery with a trauma surgeon. There patient stated his femur is now short on both sides due to the breakage. Additional information was provided on 06/27/2024, where the patient reported that a revision procedure had taken place on 06/25/2024 they removed all of the screws and bracket. Then, it was replaced with other hardware. As well as a femur rod added. Per the surgeon who removed the devices, it was the 6.5mm x 60mm that was broken.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to over-torquing the screw during insertion and/or misaligned insertion of the screws; causing pressure to be applied to the shaft of the screw while implanted. Complaint allegation is confirmed. See photos attached.